Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg value not provided). Customer alleged the serial number on the pump looked different from previous pump and was cause of low bg. Tandem technical support (cts) informed customer that the pump did not have a software update and would work in the same manner as previous pump. Customer acknowledged information. Customer declined to provide further information regarding the low bg events. Although multiple attempts were made by cts to follow up and provide customer with further clarification regarding the breakdown of the serial number, customer did not reply.